Event description:
It was reported that one month after the patient had her pump implanted; the pump had slipped down to the patient's hip from her abdomen. The pump was revised once, but shortly after the revision, the pump slipped again. This caused the patient pain and she felt that her pump was sticking out more than usual. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump kept moving around from one week after it was implanted until it was replaced (B)(6) 2010. The drug in the pump at the time of event was unknown; however the last known drug in the pump was reported to be morphine and a second unknown drug.